Event description:
A medtronic representative reported that while in a spine procedure, there was an inaccuracy of 1-2 mm off superior with all instruments. Surgery proceeded as planned with verification that the surgeon would be off. A reference point that was used to check for the verification of accuracy was the screw on the small passive spine frame. During a post-op spin, a different small passive spine frame was used and the accuracy was correct. The procedure was completed with the use of the stealthstation s7 system. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
Medtronic evaluation of suspect device finds the returned frame is well worn. With markers attached and fully seated, the frame returned good geometry and divot error readings. No problem found. Device if fully functional. Replacement device shipped to site (B)(4) 2012.